Event description:
It was reported that the patient was experiencing diaphragmatic stim. The device output was reprogrammed, and the device remains in use. The patient is part of the prompt clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.